Event description:
During an in-clinic follow-up, an egm anomaly occurred. Abbott technical support was contacted, and the device firmware was reinstalled to resolve the event. The patient was in stable condition.